Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Additionally, it was reported that the pump intermittently shut off unexpectedly as a result of the usb port damage. Customer's blood glucose level ranged from 130 mg/dl to 308 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.